Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their device had reached an end of service (eos) status. It was reported that the patient did not see the eos code but that they met with a manufacturer representative who confirmed that their implantable neurostimulator (ins) had a depleted battery and needed to be replaced. The patient initially reported normal battery depletion. However, the patient later stated that their healthcare provider (hcp) told them that the battery was guaranteed for 10 years and that their battery only lasted 7 years approximately. It was also reported that the patient¿s battery stopped taking a charge. The patient is to follow up with their hcp to schedule a replacement surgery. It was noted that the patient would also like to get a patient programmer when they get their ins battery replaced. The patient stated that their back pain has gotten worse due to their depleted ins battery. It was noted that the patient met with the manufacturer representative about two weeks prior to the date of this report and stated that the change in symptoms occurred about a year prior to the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) would not hold a charge. The patient contacted the healthcare professional's office because his implantable neurostimulator (ins) would not hold a charge anymore, and the healthcare professional reported that it was time for the patient's ins to be replaced. It was noted that the patient was implanted in 2008; the patient was told his device would last about 7 years, and it had been 7 years now. It was reported that the patient was having "real bad back pain." It was clarified that the "real bad back pain" was prior to having the device implanted, and pt had device implanted to help with this back pain. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had tried to recharge their device many times but had been "unsuggestful."